Manufacturer narrative:
G4: 08oct2020. B4: 09oct2020. The issue was discovered during pre use set up however there was no delay to therapy and no patient harm. The field service engineer (fse) provided remote support and advised to try replacing the power management board or the user interface assembly. The customer replaced the user interface assembly but the issue was not resolved. The fse later did an onsite visit at which time they confirmed the unit would not power on. The fse replaced the power management board. Unit powered on normally, both when plugged into ac and running solely on battery. Device passed all required testing. Following the repair, the device is ready for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05aug2020.

Event description:
The customer reported the unit will not power on, however the light emitting diodes (led) are working. There is no patient involvement.